Event description:
It was reported that during an unk procedure, the jaws blocked after the trigger was activated. The surgeon tried to change the device, but the same problem happened with another same like device. The surgeon carried out the operation with a new stapler of another brand. No adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Other # = e5mw36 (batch # for device b); exp date = 02/2013. (Device b): 3/2008. Closure link damaged. Eval summary - the analysis results showed that two devices arrived with the closing mechanisms damaged and void of staples. No functional test was performed due to the condition of the devices. The devices were noted to have the closure link damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.